Event description:
Caller reported cartridge alarm 20 during the load process, leading to high blood glucose levels. Cartridge was changed in response to the issue. Cts confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. Customer's blood glucose was high during the incident. Cts sent a replacement pump with updated software and instructed the customer to return the problematic pump to tandem. Customer was advised to undergo training before using the new pump and provided instructions for putting the current pump into storage mode before returning it.